Event description:
Boston scientific received information that at device change out, this new device and right ventricular (rv) lead displayed high out-of-range (oor) shock lead impedance measurements of greater than 200 ohms along with a fault code for an open circuit condition. It was also reported that it did not deliver shock when required. Previous impedance readings on the old device were steady at 45 ohms. Shock impedance measurements were checked with the old device and got greater than 125 ohms. Boston scientific technical services (ts) discussed that since it was an open circuit fault, the new device can still be used. The lead must be replaced. Also, ts recommended doing a cap reform with the old device which will test the charging and dumping circuit within the device and will also want to do non-invasive shock impedance and defibrillation threshold (dft) test with new lead . This new device is implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.